Event description:
The following was reported to hamilton medical ag: on (B)(6) 2023, during the use of the ICU ventilator, there was an alarm of low tidal volume and inability to deliver air, resulting in a decrease in the patient's blood oxygen. The department promptly replaced the ventilator. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).